Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. The device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU) state ¿complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, transient ischemic attack.¿

Event description:
On (B)(6) 2022, the patient underwent a total arch replacement. On (B)(6) 2022, the patient underwent endovascular treatment of an aortic dissection after total arch replacement using a gore® tag® conformable thoracic stent graft with active control system. The gore® tag® device was deployed to cover the main entry tear. After primary deployment was completed and the device was stabilized to prepare for secondary deployment to full diameter, the patient's blood pressure reportedly dropped. The patient went into cardiac arrest. An intra-operative angiograph was performed, and no leak, rupture, or dissection could be confirmed. The patient's vital signs soon recovered, and the procedure was completed. It was reported the patient suffered a transient ischemic attack. The physician will continue to monitor the patient. The physician commented that, while the root cause cannot be determined, it is possible that the artificial blood vessel connected to the brachiocephalic artery was deformed by the intraoperative stress imposed by the guidewire manipulation during the procedure, resulting in cardiac arrest from a transient ischemic attack.